Manufacturer narrative:
The sample was collected in a 13x100mm serum tube with a gel separator. The sample was centrifuged for ten minutes at 2500 rpm. Per customer, the samples are analyzed from the primary tube through the close tube accession. Qc charts, both levels of hyb-psa have been within the customer's established ranges. Service was not dispatched. A bci field service engineer (fse) noted the routine system check failed with an unwashed %cv of 2.48 (system specification is 0.00-2.00%). The fse performed a dark count test and inspected the wash carousel; one well was found to be dirty. Fse cleaned the wash carousel and performed another dark count test; all dark counts were within specifications. Fse also changed the duckbill and the fitting for aspirate probe #1. Fse performed a carryover test which failed. A new sample probe was installed, alignments performed and the carryover test rerun; all testing passed within instrument specifications. Fse performed a high sensitivity system check and assay qc; all testing passed within specifications. Although, service was dispatched and addressed multiple hardware issues, a definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report higher than expected hyb-psa result above the normal reference range for one patient generated by unicel dxi 600 access 2 immunoassay analyzer. The result was reported out of the laboratory and questioned by the physician new sample was run on the sample unit and lower result was obtained, which better represented the patient's clinical history. Unknown if patient treatment was impacted by this event.